Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the cutter was defective during cutting; the cutter was weak prior to the intraocular lens implantation surgery. The surgery was completed on the same day after the product was replaced with another one. There was no impact to the patient.